Manufacturer narrative:
Life scan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on december 30, 2009, alleging an apply sample on his one touch ultra meter. A medical surveillance specialist (mss) contacted the pt on january 5, 2010 and obtained the following information: the pt mentioned that at an unspecified time in december the pt noticed an apply sample message on the meter. The pt later developed symptoms of dry mouth and feeling dizzy. The pt treated himself with his set amount of insulin and felt better. He did not seek any further medical attention or contact his physician for assistance. The test strips were completely drawn into the sample. The customer care advocate (cca) walked the pt through the proper testing procedure, and the issue was not resolved. The meter was replaced. The pt did not want to further troubleshoot. The complaint is being reported since the pt alleged that due to the apply sample he exhibited symptoms suggestive of hyperglycemia.